Manufacturer narrative:
The date of event is unknown; bd awareness date used. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had defective tubing. The following information was provided by the initial reporter: breaking extension tubing.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was tubing damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.